Event description:
The catheter broke in half at the puncture site while the physician attempted to remove it after it had been in place for 4 or 5 days. The remaining catheter piece retracted back into the patient. The physician visualized that the pericardium had shifted about 2 inches due to the fluid removal and he felt this contributed to the difficult removal of the catheter. The remaining piece had to be removed surgically. The patient recovered without any further complications. Customer does not know the lot number of the device used and discarded the device at the hospital.

Manufacturer narrative:
Device evaluation: the suspect device was disposed of at the hospital. The lot number is unknown. Unable to confirm complaint. A review of the complaint database for the past three years revealed two similar complaints for catheter breaking after prolonged use, although not lot specific. It is impossible to determine a root cause without the suspect device. No conclusion can be drawn. Evaluation: the complaint database was reviewed, shipping records were reviewed.